Manufacturer narrative:
Updated filed: b4, d8, e1 (initial reported), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e2. A getinge field service engineer (fse) after inspection, suspected that the display board and wiring are faulty. It was recommended to replace the spare parts to solve this problem. The customer was currently going through the approval process and had not agreed to further repairs. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, upon powering on the cs100 intra-aortic balloon pump (iabp), the screen appeared distorted and the display image could not be viewed. No patient was involved.